Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the hospital biomed and found that switch on led on the m-cabinet was not lit. The rse suspected the mpdu control unit to be defective. A field service engineer (fse) inspected the system onsite and found a defective mpd control unit. The fse replaced the mpd control unit, which resolved the reported problem. The system was returned in good working condition and was ready for clinical use. There was no reoccurrence reported by the customer after the replacement of the mpd control unit. The mpd control unit was returned for further analysis. Functional testing was performed and root cause for the mpd control unit failure could not be determined; no failures were observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system went off by itself, no restart possible. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.